Event description:
Reporter alleged obtaining the results of 158 mg/dl, 323 mg/dl and 85 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Device issue: partially deployed. Time of device issue: before vessel closure. Symptoms/ae: none. It was reported that after the pouch was opened, it was noticed that the starclose se was "partially deployed." It is unk what part of the device is partially deployed. Although pt age and gender were provided and the returned device eval found blood on the device, the report source indicated there was no pt involvement. Though requested, no add'l info was available. This is being conservatively reported due to the potential that hemostasis was not achieved.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.